Manufacturer narrative:
This product has been returned to boston scientific for further investigation. Once the investigation is complete, a supplemental report will be submitted to provide that information.

Event description:
It was reported that this patient presented to the hospital after receiving an inappropriate shock from this subcutaneous implantable cardioverter defibrillator (s-ICD) system. Technical services (ts) analyzed device data and found that five inappropriate shocks were delivered across four episodes due to oversensing of noise. X-rays were taken and the therapy was turned off for this system. The noise was reproduced in both primary and alternate vectors and low amplitude signal in secondary vector. It was noted that this patient was admitted to the hospital. It was also noted that significant effort was required to initially connect the electrode pin to the header during implant. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service. According to additional information, this s-ICD system was explanted. No replacement was placed at this time. This product has been received by boston scientific for further investigation.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. This product has been returned to boston scientific for further investigation. Once the investigation is complete, a supplemental report will be submitted to provide that information.

Event description:
It was reported that this patient presented to the hospital after receiving an inappropriate shock from this subcutaneous implantable cardioverter defibrillator (s-ICD) system. Technical services (ts) analyzed device data and found that five inappropriate shocks were delivered across four episodes due to oversensing of noise. X-rays were taken and the therapy was turned off for this system. The noise was reproduced in both primary and alternate vectors and low amplitude signal in secondary vector. It was noted that this patient was admitted to the hospital. It was also noted that significant effort was required to initially connect the electrode pin to the header during implant. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service. According to additional information, this s-ICD system was explanted. No replacement was placed at this time. This product has been received by boston scientific for further investigation. Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient presented to the hospital after receiving an inappropriate shock from this subcutaneous implantable cardioverter defibrillator (s-ICD) system. Technical services (ts) analyzed device data and found that five inappropriate shocks were delivered across four episodes due to oversensing of noise. X-rays were taken and the therapy was turned off for this system. The noise was reproduced in both primary and alternate vectors and low amplitude signal in secondary vector. It was noted that this patient was admitted to the hospital. It was also noted that significant effort was required to initially connect the electrode pin to the header during implant. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service.

Event description:
It was reported that this patient presented to the hospital after receiving an inappropriate shock from this subcutaneous implantable cardioverter defibrillator (s-ICD) system. Technical services (ts) analyzed device data and found that five inappropriate shocks were delivered across four episodes due to oversensing of noise. X-rays were taken and the therapy was turned off for this system. The noise was reproduced in both primary and alternate vectors and low amplitude signal in secondary vector. It was noted that this patient was admitted to the hospital. It was also noted that significant effort was required to initially connect the electrode pin to the header during implant. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service. According to additional information, this s-ICD system was explanted. No replacement was placed at this time. This product has been received by boston scientific for further investigation.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. This product has been returned to boston scientific for further investigation. Once the investigation is complete, a supplemental report will be submitted to provide that information.